Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. In 2005, the target vessel was a severely tortuous right coronary artery (rca). Using a jr4 launcher guide and a choice extra support wire, the lesion was predilated with a 2.5 x 12 mm maverick balloon. The physician then tried to implant a taxus express2 2.75 x 12 mm drug eluting stent into the rca but due to vessel tortuosity, the guide backed out of the rca and the stent was stripped off of the balloon. The stent had embolized. They were unable to locate the stent; therefore, it remains inside the patient in an unknown location. The procedure was completed using a taxus express2 2.75 x 16 mm stent. The patient is reported to be doing fine.